Event description:
Dilaudid pca initiated post-operatively. Rn entered data regarding dosage concentration incorrectly; patient transferred to higher level of care. Patient d/c'd home next day in good condition.